Event description:
It was reported that pump declared alarm 20 during insulin delivery and that similar cartridge alarms had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump for backup therapy, and technical support arranged for a replacement pump, confirmed shipping address, instructed customer to place problematic pump in storage mode before return, and advised return of pump using prepaid label within 10 days, which customer understood and acknowledged.